Event description:
The pump was returned for service. A failure code 810:02 on channel a was found in the device's event history during service. Despite baxter's efforts to obtain additional information from the reporting facility and the baxter field service representative, details were not available regarding paitent status, medical intervention, patient injury, age of patient, medication involved or the set up of the infusion device. No additional contacts were provided.